Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient stated that they had negative ultrafiltration. The technical service representative reviewed the patient¿s treatment records. The patient drained 3260 ml during cycle four. This value is (B)(4)% of the patient¿s largest fill volume of 1795 ml. The patient was advised to discontinue use of the cycler. During follow up the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient received the replacement cycler and has been able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The reported complaint symptom iipv (dv > 180% to 200% of fv) was not confirmed. An external and internal visual inspection was performed with no physical damage or discrepancies noted. A simulated treatment was performed and completed without failure. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.